Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was presented to the electrophysiology (ep) laboratory. The post-implant right ventricular (rv) and right atrial (ra) pacing thresholds post-implant were 1.9 volts @1.0 ms and 0.6 volts at 0.5 ms respectively. The diagnostic measurement the following morning were consistent. That evening, the patient developed hypotension. The representative was contacted by the physician to report that a tamponade had occurred. The next day, the patient was seen by the representative who noted that the patient's heart rate was variable. There was one-to-one ra sense-rv sense for a short period of time followed by pacing with no ra capture. The device was reprogrammed to vvi 70 ppm. That evening, the representative was contacted with instructions from the physician to program the device to vvi 90 ppm due to patient decompensation. Later in the evening, the patient was changed to a do not resuscitate status. Shortly thereafter, the patient died. It was reported that one day prior to the implant procedure, the patient underwent a heart catheterization procedure and stent placement. It was noted that one of the patient's bypass grafts were closed associated with further heart damage.